Manufacturer narrative:
On 2-jul-2021, mentor received additional information regarding the replacement devices. The patient underwent bilateral removal and replacement with two 375cc mentor smooth round moderate profile prostheses (right serial #: (B)(6), left serial #: (B)(6)). On 13-jul-2021, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 12-apr-2012, it was found that incorrect procedure type was reported on the initial report. On 14-apr-2021, mentor received additional information regarding the explantation date. The patient is scheduled to undergo explantation on (B)(6) 2021. The relevant fields have been updated. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Updated reason for device explant and/or reoperation: deflation, breast pain. Section d 6b. Date of explantation: on (B)(6) 2021. Manufacturer's reference number: (B)(4) on the initial report, it states that the patient underwent a breast surgery. However, the patient actually underwent a revision breast augmentation.

Manufacturer narrative:
On 22-jul-2021, the investigation on the suspected medical device was completed. Investigation summary : mentor conducted visual inspection of the returned device. Visual analysis of the returned device revealed a tear within a line of shell wear on the anterior view measuring approximately 1.6 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Shell wear suggests in-vivo folding or creasing of the device. This may be the result of continuous and sustained stresses to the device. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic/latino female patient underwent a breast surgery with a 375cc mentor siltex round moderate profile prosthesis and experienced postoperative right-sided deflation and breast pain. The patient states that she noticed right-sided deflation sometime in 2020 and feels discomfort in her right breast when she lies down. The patient had a consultation with a healthcare professional. However, no diagnosis was confirmed. At the time of this report, mentor has received no information regarding an expected explantation date. The event date was estimated as (B)(6) 2020 based on available information.